Event description:
During a shoulder arthroscopy procedure, using dyonics rf-s cross 50 degrees probe with integrated cable, the tip of the wand reportedly detached and was not retrieved from the patient's shoulder. The tip detachment caused a delay in the procedure of approximately 20 minutes. It is unknown if and how the procedure was completed. No further information is available.

Manufacturer narrative:
The identifying patient and device information were requested but not received.